Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient stated the recharger telemetry module (rtm) is getting really hot and smelling like something is burning. Patient stated if they hold the paddle with their hand it might work for a few minutes and then it cuts off and the whole machine gets to go white.. Agent confirmed pt did not get burned from the rtm. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
B3: event date is approximate. Month and year confirmed as valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s ; serial #: (B)(6) ; product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
97755-s, was returned for product analysis. Analysis found there was a damaged connector and the pins are bent. Worn donut. This does not impact the functionality of the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.